Event description:
The customer stated that she was in a car accident due to low blood glucose levels back in 2011, and was treated by the paramedics. The customer stated that she was unconscious at the time of the event. The customer was calling for documentation that the insulin pump being worn at the time has been replaced, as she is in the process of taking a driver license. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.